Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose level was 367 mg/dl at the time of incident after 7 hours blood glucose was 67 mg/dl. It was also stated that unexpected restart alarm issue was resolved after troubleshoot. The customer declined troubleshoot for high and low blood glucose level. The customer will be return insulin pump for analysis.

Manufacturer narrative:
Unit passed rewind test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart error alarm, reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.